Manufacturer narrative:
(B)(4). Report source, foreign. Event occurred in (B)(6). The device will reportedly not be returned for manufacturer evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent partial knee revision due to poly bearing wear and fracture. No further information has been made available at this time.